Manufacturer narrative:
Additional information was received that the patient underwent a battery replacement procedure and did well postoperatively. Device evaluation indicated that the ipg passed the visual, electrical, performance and photographic imaging tests performed. The complaint was not confirmed. A known good charger was able to couple with the ipg without any difficulty. The device exhibited normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization was reduced, charging could lengthen considerably. The battery was depleting its charge with the stimulation turned off at a rate within the typical ipg battery depletion rate.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo a battery replacement.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo a battery replacement.